Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and various shocks due to a couple of episodes of atrial fibrillation (af) with rapid ventricular response (rvr). No serious injury occurred and therapy was not exhausted. No adverse patient effects were reported.

Manufacturer narrative:
Correction to e6 patient codes: changed "shock" to "electric shock".

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and various shocks due to a couple of episodes of atrial fibrillation (af) with rapid ventricular response (rvr). No serious injury occurred and therapy was not exhausted. No adverse patient effects were reported.